Event description:
It was reported that the syringe "blew off" the mating component while injecting air into the vial with the bd phaseal¿ protector p50 and injector, splashing chemo in the employee's face. Although eyewear was worn, the employee used the eye wash and followed up with employee health. The event of luer connection breakage occurred 4 times during use, and this complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "pharmacy director wants to report a complaint with the phaseal system. She states while injecting air into a vial using phaseal protector 515105 and phaseal injector 515003, the syringe "blew off" and the chemo drug cyranza squirted everywhere. She states this has occurred at least 4 other times using these products." "The technician splashed did have to use the eye wash and go to employee health. She had some redness on her cheek but luckily had on eyewear that protected her eyes. She will continue to follow with employee health for any future needs."

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes a series of visual and functional testing throughout manufacturing to ensure the quality and functionality of the device. As the lot involved in this incident was unknown, a DHR could not be performed. Based on the limited information, a definitive root cause cannot be identified at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe "blew off" the mating component while injecting air into the vial with the bd phaseal¿ protector p50 and injector, splashing chemo in the employee's face. Although eyewear was worn, the employee used the eye wash and followed up with employee health. The event of luer connection breakage occurred 4 times during use, and this complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "pharmacy director wants to report a complaint with the phaseal system. She states while injecting air into a vial using phaseal protector 515105 and phaseal injector 515003, the syringe "blew off" and the chemo drug cyranza squirted everywhere. She states this has occurred at least 4 other times using these products." "The technician splashed did have to use the eye wash and go to employee health. She had some redness on her cheek but luckily had on eyewear that protected her eyes. She will continue to follow with employee health for any future needs."